Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inappropriate antitachycardia pacing (atp) was delivered for bigeminal rhythm. No malfunction was alleged against the device and the physician alleged the device performed as expected based upon its programmed settings. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.